Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 42, 3 and 54 alarm noted during the testing. However, pump error 54 and pump error 3 alarm found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms during bolus. Customer was able to clear the alarm; however unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.